Event description:
It was reported that the patient's right atrial (RA) lead was over-sensing noise resulted in pacing inhibition. The lead also exhibited insulation damage. The lead was explanted and replaced. The patient had no adverse consequences.